Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that a bag of heparin 25,000 units was started at 9:09am on (B)(6) 2020 at a rate of 20.9ml/hr, and infused through the large volume pump module. The bag was found empty at 11:15 am. The event occurred in intensive care unit. It was then reported the patient died. Although requested, further information was not provided.